Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral impactor broke during surgery while impacting the femur.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The complaint shall be closed with an unjustified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Territory 239 reports the femoral impactor broke during surgery while impacting the femur. The device associated with this report was not returned. Follow up communication for product return was unsuccessful. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The complaint shall be closed with an unjustified conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum added 06 nov 2015. The complaint was reopened as the product was returned. Upon inspection of the device, it was confirmed that it had broken into two pieces. The complaint shall be closed with a justified conclusion and entered into the complaints database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.